Manufacturer narrative:
(B)(4). Batch # n92l4v. This analysis is based on an image sent by the account and is not of the instrument. Image1 : this is a picture of what appeared to be an har36. The image is a full view of the instrument. Image 2,3,5: the image is of the distal end of the instrument where the clamp arm is seen. The tissue pad on the clamp arm appeared to be damaged and melted. Image 4 is of the tyvek of the instrument. Batch n92l4v is the batch seen on the tyvek. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Because the instrument was not return our evaluation is limited. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n92l4v. The device was returned with the tissue pad damaged, melted, not all present and a half piece was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information: this inconvenience occurred at the time of the surgery described by doctor, having respected all the steps and recommendations of good use of it. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the tissue pad melt. Did any of the tissue pad detach from the clamp arm and fall off. (Not melted away, but a piece broke off.) Is the tissue pad completely missing from the clamp arm. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws. How was the procedure completed.

Event description:
It was reported that during a video laparoscopic total hysterectomy procedure, the teflon of the passive tip of the clamp was broken and partially detached, remaining the same inside the patient, being withdrawn by the doctor who had to continue operating without harmonic technology, until the end. Another like device was used to complete the procedure. There were no adverse consequences for the patient.